Event description:
There was an allegation of questionable elecsys anti-tg results for 1 patient sample on a cobas e 411 analyzer (disk system) compared to a siemens analyzer. The initial result was 225.5 iu/ml. The sample was repeated, and the result was approximately the same as the initial result. The specific result was not provided. A new sample was collected and tested, and the result matched the initial results. The specific result was not provided. A sample was sent to another laboratory and tested on a siemens analyzer, and the result was 1.8 iu/ml. The reference range for the siemens method is <4.5 iu/ml. Clarification on whether the same sample was used for the initial results and the siemens results was not provided.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation is ongoing.